Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event may be related to user technique. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The IFU states: to ensure the expanded valve and conduit will not impinge on the coronary artery, the coronary anatomy should be verified angiographically. The coronary angiography should be repeated simultaneously with the balloon dilatation if there are concerns about the location of the arteries with respect to the pulmonary implant site.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary valved conduit (implanted within a bicuspid 24mm homograft downsized to 16mm during a ross procedure 7 years prior), there was an occlusion in the left main coronary artery following post dilation. The melody was removed and a homograft was implanted. The pt was in critical condition and extracorporeal membrane oxygenation (ECMO) was initiated.

Manufacturer narrative:
Additional information was received that prior to implant of this 18mm transcatheter pulmonary bioprosthetic valve (tpbv), coronary testing of the right ventricular outflow tract (rvot) was performed and balloon sizing measured to a 16 mm balloon. Coronary testing showed very close proximity of the left coronary artery. Pre-stenting was performed and the tpbv was implanted with the use of an 18 mm medtronic balloon. The pre-stent and the tpbv were then dilated with a non-medtronic 18 mm balloon. The patient developed broad qrs complexes and cardiopulmonary resuscitation (CPR) was initiated due to an arterial pressure drop. An angiogram indicated an occlusion at the ostium of the left anterior descending artery (lad). Subsequently, a cardiac infarction with mitral valve regurgitation occurred. Extracorporeal membrane oxygenation (ECMO) and a biventricular assist device (bivad) were placed. Open heart surgery was performed to remove the tpbv. During the explant of the tpbv, the patient died due to cardiac insufficiency. Per the physician, the use of the smaller balloon for testing followed by use of the larger balloon for the implant, pre-stenting and the tpbv were all contributing factors in the death. No autopsy was performed. Outcome attributed to adverse event, date of death; (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that no mitral valve regurgitation was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device was discarded by the facility and was not made available for analysis. A review of the device history record (DHR) was performed for the valve. The device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. It was reported that coronary testing of the right ventricular outflow tract (rvot) was performed; and showed very close proximity of the left coronary artery. After pre-stenting, valve implant and a post implant balloon aortic valvuloplasty (bav), an occlusion in the left main coronary artery followed post dilation. Melody instructions for use (IFU) states, ¿perform an aortogram to demonstrate the coronary arteries are not adjacent to the rvot and that there is no risk of coronary compression when a stent or a tpv is implanted. If the coronaries appear to be in close proximity to the implant site, and coronary compression appears to be possible, further investigations should be done before moving forward with tpv implantation.¿ the IFU also states, ¿to assess for suitability of tpv implantation, follow either step a (for conduits) or step b (for bioprosthetic valves). A. For conduits: obtain angiographic measurements of the intended implantation site to assess suitability of the conduit for tpv implantation. If the angiographic measurements are unclear or if there is question of the conduit being compliant, a low-pressure sizing balloon (<(><<)>811 kpa [<(><<)>8 atm]) may be used to further assess the current condition of the conduit. If the narrowest conduit dimension (usually in the lateral projection) is =18 mm and less than the original conduit diameter, predilate the site of conduit obstruction (the implantation site) to facilitate optimal relief of conduit obstruction. The size of the predilation balloon should be at least 2 mm greater than the narrowest diameter of the conduit in any projection, no more than 110% of the nominal conduit diameter. Perform another conduit angiogram to ensure the conduit is intact. If there is no conduit injury, repeat the predilation steps, using the same guidelines with increasingly larger balloons until appropriate implant diameter has been reached.¿ hypotension is a known potential adverse effect and could be related to the reported occlusion. Conduction disturbances are also known potential adverse effects. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. No explant or autopsy information were reported. In this case, it was noted that per the physician, the use of the smaller balloon for testing followed by use of the larger balloon for the implant, pre-stenting and the melody, were all contributing factors in the patient death. A valve-related death is an inherent risk when the patient condition is such that a bioprosthetic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No known allegations were made against the device, and there was no information to indicate that a malfunction or misuse contributed to the reported death. If information is provided in the future, a supplemental report will be issued.